Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error or keypad anomaly. The customer¿s blood glucose was 316 mg/dl. Customer stated that the insulin pump's button takes time to work when being pressed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.